Event description:
It was reported to medtronic neurosurgery that the pt's strata valve had been changing settings randomly.

Manufacturer narrative:
The product remains implanted and was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided. Strata products are designed to be adjusted by a strong magnet. Inadvertent adjustments by external magnets are a known complication with adjustable valves. While it is impossible to quantify all the various magnetic fields in our environment, the vast majority will not impact the valve as long as distance from the valve implant is maintained.